Event description:
A report was received that a patient was been admitted to hospital with a possible infection at the ipg site. The patient has warmth around the ipg pocket location and has some swelling/discoloration. Oral antibiotics were prescribed to the patient. It was discovered that the patient was using a scrubbing brush and brushed over their incision site. The patient's symptoms have been resolved.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.